Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the distal stent rows 1-2 were slightly opened. The undamaged proximal section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A hypotube break 335 mm distal from the distal end of the strain relief was also noted during analysis. The overall effective catheter length, including the two broken section, from the distal end of strain relief to distal end of the tip measured 1444mm. A visual and tactile examination of the outer and mid-shaft section found there were no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID #: (B)(4). Tw#: (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50 x 20 synergy ii drug-eluting stent was selected for use. However, at an unspecified point in time during the procedure, the shaft of the stent separated. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50 x 20 synergy ii drug-eluting stent was selected for use. However, at an unspecified point in time during the procedure, the shaft of the stent separated. No patient complications were reported.